Event description:
International affiliate reports that during a revision surgery, when the surgeon was turning the expedium di polyaxial screw towards the end of its insertion, the screw head became detached from the shank. The difficulty resulted in a delay to the procedue of approximately fifteen to twenty minutes. There were no adverse consequences to the patient. The reason for the revison surgery is unknown at this time. A request has been made to the affiliate as to why revision surgery was performed.

Manufacturer narrative:
Depuy synthes spine doe not use therapy dates as required. As a result, today's date has been entered into the required field. A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
No product problems were identified via the device evaluation on the expedium di polyaxial screw. Review of the device history record noted that a non-conformance was observed during the manufacturing process but it was not relevant to the reported event. No corrective action is necessary at this time as there has been no issue identified in the manufacturing or release of the device that could have caused the reported problem. At this time, the complaint is considered to be closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Resubmitted of mfg medwatch report due to mfg medwatch report number discrepancy. The report was initially submitted as 1526439-2013-30506 which was created in error. The complaint was resubmitted as initial report 1526439-2013-30509. However, that submission to the FDA failed. F/u report numbers 1 and 2 were submitted on mfg medwatch report no 1526439-2013-30509. Due to user error and system issue. F/u report no. 3 and this f/u report no. 4 had/have the mfg medwatch report number populating the medwatch report as 1526439-2013-30506. Depuy synthes spine's MDR reporting system does not allow correction to 1526439-2013-30509 for these reports. The correct mfg medwatch report no. Is 1526439-2013-30509. Info has been reentered in this report for all of the medwatch report field as depuy synthes spine's MDR reporting system allows. The broken screw remains implanted and is not available for eval. Review of the device history record cannot be performed as the device product code and lot number are unk. Without the device or product identification, the complaint cannot be verified. At this time, the complaint is considered to be closed. If info is obtained that was not available for the initial medwatch, a f/u medwatch will be filed as appropriate.

Event description:
It was initially reported that during revision surgery a screw broke intra-operatively when being inserted. It was learned that revision surgery was performed due to screw breakage, the result of a pt fall. This medwatch report is being filed for the screw that broke in situ, resulting in the need for revision. Depuy spine has been advised that the screw remains implanted at this time.

Manufacturer narrative:
The broken screw remains implanted and is not available or eval. Review of the device history record cannot be performed as the device product code and lot number are unk. Without the device or product identification, the complaint cannot be verified. At this time, the complaint is considered to be closed. If info is obtained that was not available for the initial medwatch, a f/u medwatch will be filed as appropriate.

Event description:
Corrected information received from affiliate. The screw was removed from the patient as there was movement of the screw when the doctor pulled on it. The screw was explanted.